Manufacturer narrative:
Corrected information: d1, d2, d4 (model #, catalog #). Manufacturer reference: (B)(4).

Event description:
It was reported that the device has a large crack in it and it is peeling and causing discomfort in the patients gums. The reported device cracked around the molars. No intervention was required but the patient was instructed to stop wearing the device as a new one would be made for the patient.

Manufacturer narrative:
The complaint device has not been received. An investigation will be performed and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).

Manufacturer narrative:
Additional information: d9. Corrected information: d4, g2. The device has been received and the investigation has been completed. The results are as follows: DHR results there were no issues during the manufacturing process. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent but had a yellow discoloration. General cleanliness - the returned device appeared to be partially clean. Root cause description the root cause could not be determined. A potential root cause for the tray fracturing could be due to the fracture not being noticed prior to the device being used and this could have made the fracture more apparent once the device was in use. Manufacturer reference #: (B)(4).